Event description:
It was reported that bd iag bc pro global catheter cracked. The following information was provided by the initial reporter, translated from french to english: this morning, during a blood test involving the insertion of a catheter for an 8-year-old patient, my colleague and I realized that the catheter was defective. The catheter was leaking, forcing us to re-install a peripheral venous line, since the catheter was essential for this patient, who needed to be perfused. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? "In this case, there were two micro-cracks at the base of the catheter, allowing micro-droplets of the patient's blood to escape abnormally from the device. The department was therefore obliged to remove the catheter after insertion, and fit a new one. This means that the child was pricked twice, even though this is an invasive procedure." Has there been any healthcare worker¿s exposure to blood or bodily fluids? "No aes to report." Were there any negative consequences for the operator due to the leak or for patients due to the missed administration? "No medical problems for the child in this context. No problems for the staff." Has the catheter been damaged? No notion of damage to the catheter before use

Manufacturer narrative:
Investigation: a complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample/batch/lot number information. Complaints received for this device and reported condition will continue to be tracked and trended.